Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent high glucose readings and an audible pump alarm after initial training, with a reported blood glucose of 400 mg/dl despite two meal announcements; the agent advised changing the infusion set and to contact customer care if glucose did not trend down, but the user initially declined a set change per prior clinical advice. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and user education on troubleshooting steps. Investigation included remote assessment via troubleshooting and user education focused on possible infusion set or site issues and guidance to seek assistance for a supply change if glucose failed to decrease. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia and alarm remained unclear due to lack of device or component findings. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.